Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the air in line false alarm was determined to be an air sensor out of calibration. To correct the condition, the air sensor was calibrated the device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an air in line false alarm. No additional information is available.